Event description:
It was reported that, ¿during the tka, when the surgeon was using the device, the pin popped out from main body. Therefore, he hammered in the pin into the initial position.¿

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.